Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found experiencing leakage resulting in hyperglycemia during use. The following has been provided by the initial reporter: material no: unknown batch no: unknown. It was reported that on an unknown date, while on insulin lispro therapy, both the kwikpens were leaking and insulin lispro dropped off and that the consumer's glucose level was extremely high. Event description states: blood glucose extremely high [blood glucose increased]. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) via a pre-filled pen (kwikpen), subcutaneously, for the treatment of dm (diabetes mellitus). She also received insulin lispro (rdna origin) (humalog 100 u/ml) via a pre-filled pen (junior kwikpen),subcutaneously, for the treatment of dm (diabetes mellitus). Dosage regimen, frequency and start date of therapy were not provided. On an unknown date, while on insulin lispro therapy, both the kwikpens were leaking and insulin lispro dropped off. Her blood glucose was extremely high. She used bd needles and stored the pens correctly. Information regarding corrective treatment, event outcome and status of insulin lispro therapy was not provided. The operator of the kwikpens and his/ her training status was not provided. The kwikpen general model duration of use and suspect kwikpens duration of use were not provided. Action taken with kwikpens and their return status was not provided. The reporting consumer did not provide relatedness of the event with insulin lispro therapy and kwikpens.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found experiencing leakage resulting in hyperglycemia during use. The following has been provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported that on an unknown date, while on insulin lispro therapy, both the kwikpens were leaking and insulin lispro dropped off and that the consumer's glucose level was extremely high. Event description states: blood glucose extremely high [blood glucose increased] the patient received insulin lispro (rdna origin) (humalog 100 u/ml) via a pre-filled pen (kwikpen), subcutaneously, for the treatment of dm (diabetes mellitus). She also received insulin lispro (rdna origin) (humalog 100 u/ml) via a pre-filled pen (junior kwikpen),subcutaneously, for the treatment of dm (diabetes mellitus). Dosage regimen, frequency and start date of therapy were not provided. On an unknown date, while on insulin lispro therapy, both the kwikpens were leaking and insulin lispro dropped off. Her blood glucose was extremely high. She used bd needles and stored the pens correctly. Information regarding corrective treatment, event outcome and status of insulin lispro therapy was not provided. The operator of the kwikpens and his/ her training status was not provided. The kwikpen general model duration of use and suspect kwikpens duration of use were not provided. Action taken with kwikpens and their return status was not provided. The reporting consumer did not provide relatedness of the event with insulin lispro therapy and kwikpens.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.